Event description:
It was reported that the patient received patient notifier alert for nonsustained lead noise episodes multiple times. The device was oversensing post-paced t-waves. Reprogramming the device was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.